Event description:
On (B)(6) 2010, the patient reported that sometimes when he pushes the button on his insulin infusion device it does not give the beeps. He said he does not know whether it is the up button, down button or both. He stated it has only happened a few times in the last few months. He stated his device has not been dropped. The buttons pop up when pressed. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.